Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experience low blood glucose. The customer¿s blood glucose level was 43 mg/dl. Customer had no symptoms and auto mode was inactive. Customer reported that the displacement verification test was passed. The insulin pump will not be returned for analysis.